Manufacturer narrative:
On 07/19/2017, tandem technical support reviewed the pump data and found that the customer had delivered a 25 unit bolus prior to the low bg. Although requested, additional information regarding the bolus amount was not provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 80 mg/dl in the morning and candy was consumed to address the bg level. After delivering a lunch bolus, the customer felt sick and the bg dropped (lower than 32 mg/dl). The customer passed out. Paramedics were called and the customer was transported to the emergency room (ER). The customer treated with intravenous insulin and x-rays/cat scan was performed. The customer was not admitted to the hospital and was released from the ER the same day; the bg level upon release was not known. The customer did not know the cause of the low bg.